Manufacturer narrative:
There was no reported pt impact associated with this complaint. Evaluation revealed that the force sensor resistance reading was out of calibration and that the force sensor plate was visibly damaged. All "ezprime" steps were performed successfully during evaluation with no alarms duplicated. Review of the pump history did not reveal any "no cartridge detected" warnings.

Event description:
The pt reported that the pump emitted "no cartridge detected" warnings. However, the pt denied that the pump dispensed insulin from the cartridge during the load step of the "ezprime" function. After performing the "ezprime" function several times the pump was able to detect the cartridge.